Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 401mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The caller stated that the drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller mentioned that the cannula was bent, but the insulin pump did not alarm no delivery. No further information was provided.